Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 152 mg/dl. Customer stated that she was lying down and watching tv when the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and down arrow buttons dome switch also, inspected the lcd connector and no unlocked connector noted. No button error alarm noted. The insulin pump had cracked case at the display window corner, minor scratched and cracked display window.